Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. The balloon was tightly folded. There was a kink in the hypotube 78 cm from the strain relief. Magnified inspection of the balloon material and the markerbands found no evidence of irregularities or defects. An inflation device filled with water was attached to the hub of the device and inflated to rated burst pressure. The balloon held pressure without leaking for 5 minutes. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any abnormalities that could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on additional information received 20-may-2016. The target lesion was located in a coronary artery. Following the procedure, a hole was noted in the 2.5x20mm maverick 2(tm) balloon catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
Reportable based on additional information received 20-may-2016. The target lesion was located in a coronary artery. Following the procedure, a hole was noted in the 2.5x20mm maverick²¿ balloon catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.